Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the valve could not be positioned coaxially after multiple re-captures. The device continuously migrated to the left ventricle at 80% deployment. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The second valve also could not be positioned coaxially after multiple re-captures. The valve was removed from the patient and replaced with a 26mm non-abbott valve. During the procedure the patient had low blood pressure. Anesthesia was used to treat the low blood pressure and returned to baseline. The patient status was stable.

Manufacturer narrative:
It was reported that there was difficulty positioning the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. Based on the available information, the cause of the reported positioning problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2026 a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. During the procedure the valve could not be positioned coaxially after multiple re-captures. The device continuously migrated to the left ventricle at 80% deployment. The valve and delivery system were removed from the patient and replaced with a new 35mm navitor vision valve and large flexnav delivery system. The second valve also could not be positioned coaxially after multiple re-captures. The valve was removed from the patient and replaced with a 26mm non-abbott valve. During the procedure the patient had low blood pressure. Anesthesia was used to treat the low blood pressure and returned to baseline. The patient status was stable.